Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -14.0 diopter was implanted into the patients right eye (od) on (B)(6) 2022. Refractive surprise was observed. The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b1: adverse event. B2: required intervention to prevent permanent impairment/damage (devices). B5: the reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -14.0. Diopter was implanted into the patients right eye (od) on (B)(6) 2022. Refractive surprise was observed. On (B)(6) 2022, the lens was exchanged for a same model and size lens with a different diopter. The replacement lens resolved the problem. Cause reported as unknown. D6b: on (B)(6) 2022. Claim#: (B)(4).